Event description:
It was reported by the user facility, the device worked intermittently. The device did collect blood, however it could not be reinfused into the patient. It was necessary to change the blood bag collection after an hour and thirty minutes. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Customer did not want to send back product.

Event description:
It was reported by the user facility, the device worked intermittently. The device did collect blood, however it could not be reinfused into the patient. It was necessary to change the blood bag collection after an hour and thirty minutes. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.